Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported indicates a problem with the air detector, the problem was confirmed. Visual and functional testing was performed. The air detector was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.the probable cause of the reported problem air detector damaged.

Event description:
It was reported that the device was alarming for air in the line, despite no air being present. The device required further evaluation and repair from the ICU. The device required further evaluation and repair from the ICU. The event occurred during testing.